Event description:
During a revision surgery, it was noted that the tip of the 6.5 mm screw was broken. Part number 1230-7532-004, lot 276023. The screw was implanted on (B)(6) 2025 and removed (B)(6) 2026 as part of a revision surgery.

Manufacturer narrative:
The customer reported that the tip of the 6.5 mm center screw size 40 (1230-0173-004, lot 2414310) from the 6.5 mm center screw implant tri-pack (1230-7532-004 lot 276023) broke. The DHR was reviewed and no nonconformances were identified at the assembly or component level. The customer was contacted for additional details and noted that the patient was experiencing pain and had three revision surgeries prior. The screw which failed was implanted as part of the 3rd revision surgery. The customer reported that the patient was over 300 lbs. With a sedentary lifestyle. The sales administrator provided additional details to support the investigation and noted that all previous revisions occurred due to dislocation, that the patient had good bone quality, no signs of infection and no indications of device misplacement were observed for any surgeries. The sales admin. Stated that the patient did not report falling and stated that bone fixation was good.

Event description:
During a revision surgery, it was noted that the tip of the 6.5mm screw was broken. Part number 1230-7532-004, lot 276023. The screw was implanted on (B)(6) 2025 and removed (B)(6) 2026 as part of a revision surgery.

Manufacturer narrative:
The customer reported that the distal tip of the 6.5mm center screw size 40 broke (1230-7532-004 lot 276023). The DHR was reviewed and no non-conformances were identified at the assembly or component level. The patient was experiencing pain and went in for revision surgery. In the revision surgery, all the glenoid components were removed as a complete construct with the tip of the 6.5mm center screw broken. It is unclear if the screw was broken prior to the revision surgery or occurred during the extraction of the implants. The patient was converted to a hemi-arthroplasty with the original humeral stem remaining in place.